Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners which was noted during visual inspection. All of the buttons functioned properly. However, moisture damage was noted on keypad traces.

Event description:
It was reported that the keypad on the insulin pump locks up while trying to deliver a bolus. Customer's blood glucose level at the time 61mg/dl. Advised insulin pump would be replaced. No additional information was provided.